Manufacturer narrative:
There is no preliminary analysis possible because of insufficient info. A f/u report will be issued. Info from the hosp: the head was from a foreign MFR, which we not recommend in our manual because, the combination of different products of other mfrs is not validated by link. This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because the mp reconstruction hip system also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Pt reported of leg pain during burden. The x-ray diagnosis confirmed a broken mp stem. The pt was revised in (B)(6) 2010.